Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b1, b2, b5, e1, h1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure, in anatomy with borderline measurement of 26-29 mm, a 26 mm valve was selected for direct implant due to the patient age and possibility of avoiding post-procedure pacemaker implantation. The delivery catheter system (dcs) was kept pushed during release which allowed the valve to be positioned at 8 mm with respect to the virtual basal ring. Moderate aortic insufficiency was noted. The fibrotic anatomy and implant depth were reported to be contributing factors. The patient remained stable. Additional information was received that the aortic insufficiency was paravalvular leak (pvl) which was treated with a valve-in-valve implant of a non-medtronic (edwards sapien 3 ultra) transcatheter valve.

Event description:
It was reported that during a transcatheter procedure, in anatomy with borderline measurement of 26-29 mm, a 26 mm valve was selected for direct implant due to the patient age and possibility of avoiding post-procedure pacemaker implantation. The delivery catheter system (dcs) was kept pushed during release which allowed the valve to be positioned at 8 mm with respect to the virtual basal ring. Moderate aortic insufficiency was noted. The fibrotic anatomy and implant depth were reported to be contributing factors. The patient remained stable.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: unknown; use by date: unknown; UDI: unknown. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.